Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered inappropriate anti-tachycardia pacing (atp) and inappropriate shocks in some episodes due to atrial fibrillation with rapid ventricular response. The physician is analyzing medication as the patient is on no antiarrhythmics. Boston scientific technical services recommended programming changes. Device remains in service. No additional adverse patient effects were reported.